Event description:
Customer reported a button error alarm. He did not know the blood glucose reading at the time of the event. He stated that he did spill water onto the insulin pump. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.